Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for rte snapcone is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. The pump passed the visual inspection. No damage or abnormalities were found. The pump passed the leakage test. Functional test revealed that the pump did not pass the activation tests. Based on the information available and analysis results, the reported sticky pump was confirmed and was most likely determined to be an anomaly in the ms pump, identified during the activation and functional tests. Therefore, a conclusion code of cause traced to component failure has been assigned to this investigation. This report is being submitted to correct the device code field (h6) in section h, device manufacturers only.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented intermittent cycling issues due to a sticky pump. A surgical procedure was performed in which the pump was replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented intermittent cycling issues due to a sticky pump. A surgical procedure was performed in which the pump was replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for rte snapcone is (B)(4).